Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("pain in lower back ("it feels like everything is moving in my lower back")") and device breakage ("essure breakage diagnosed during first removal surgery") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia, follicular cyst of ovary, adenomyosis uteri and parity 2. According to gynecologist: essure procedure was successful; she was finished in 10 minutes, procedure was not painful and she was immediately back on her feet. Previously administered products included for an unreported indication: mirena from 2009 to 2014. Concomitant products included desogestrel (cerazette) from (B)(6) 2014 to (B)(6) 2014. In 2014, the patient had essure inserted. In 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstruational cycle"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("left essure diagnosed as broken during first removal attempt, remnant removed during second surgery"). On (B)(6) 2017, the patient experienced leukocytosis ("unexplained mild leukocytosis"). The patient was treated with surgery (essure devices were surgically removed on (B)(6) 2017, left essure incompletely and laparoscopic hysterectomy on (B)(6) 2018 to remove remnant). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and menstruation irregular had not resolved and the device breakage, complication of device removal and leukocytosis outcome was unknown. The reporter provided no causality assessment for leukocytosis with essure. The reporter considered back pain, complication of device removal, device breakage and menstruation irregular to be related to essure. The reporter commented: she could not get confirmation that the whole implant is now removed and no one can confirm or deny that her health problems were caused by essure. Irregular menstruational cycle could be caused by her premenopause age and pain in lower back could be just a back pain. Report received via slovene lay newspaper/internet medial portal published article for essure slovenia. Medical records: on (B)(6) 2014 both implants were in situ and patient was prescribed cerazette. Back pain did not improve after essure removal. Event started soon after essure insertion. On (B)(6) 2017 (after essure removal) x-ray of spine showed no specialities; patient has unexplained mild leukocytosis, to efficiently remove the implant, it was agreed to perform slh removal with sack morcellation. Uterine morcellation in endo sack (and surgery and enucleation of left ovarian cyst) on (B)(6) 2018. Course of surgery was typical and without complications. Gynecologist causality comment (in follow up of (B)(6) 2018): after careful review of the course of events, essure as the cause of patients problems is only one of the possible options, and not the most important one. Diagnostic results (normal ranges are provided in parenthesis if available): blood albumin (g/l) - on (B)(6) 2018: 36 g/l. Blood calcium (mmol/l) - on (B)(6) 2018: 2.19 mmol/l. Blood chloride (mmol/l) - on (B)(6) 2018: 103 mmol/l. Blood creatinine (mcmol/l) - on (B)(6) 2018: 44 mcmol/l. Blood glucose (mmol/l) - on (B)(6) 2018: 4.8 mmol/l. Blood magnesium (mmol/l) - on (B)(6) 2018: 0.92 mmol/l. Blood phosphorus (mmol/l) - on (B)(6) 2018: 1.17 mmol/l. Blood potassium (mmol/l) - on (B)(6) 2018: 4.0 mmol/l. Blood sodium (mmol/l) - on (B)(6) 2018: 136 mmol/l. Blood urea (mmol/l) - on (B)(6) 2018: 2.6 mmol/l. C-reactive protein (mg/l) - on (B)(6) 2018: 5 mg/l. Glomerular filtration rate (ml/min) - on (B)(6) 2018: >90 ml/min. Gynaecological examination - on an unknown date: vulva and vagina no special findings, smooth portion, from cervical channel mild dark bleeding, uterine n avf position, movable and insensitive.; on (B)(6) 2014: check-up after essure procedure; after procedure patient was taking cerazette, was bleeding heavily, cerazette discontinued, since then there had been no bleeding.; on (B)(6) 2017: after essure removal surgery both essure removed hysteroscopically (right completely, left essure with pet fibers and last end of spiral), then on the same day laparoscopic bilateral tubectomy. Gynecological status: external genitalia, vagina no special findings, smooth portion without discharge, uterus in avf, movable, painless, no specialties regarding adnexa.; on (B)(6) 2018: control check-up after slh and enucleation of left ovarian cyst. Haematocrit - on (B)(6) 2018: 0.366. Haemoglobin (g/l) - on (B)(6) 2018: 130 g/l. Histology - on (B)(6) 2018: histologic result of tubectomy: normal fallopian tubes; on (B)(6) 2018: extensive uterine adenomiosis , endometrium without signs of atypia of hyperplasia, spiral remnant, follicular ovarian cyst without difficulties. Laparoscopic: wounds are healed. Pelvic floor muscles can be contracted well.. Mean cell haemoglobin (pg) - on (B)(6) 2018: 31.6 pg. Mean cell haemoglobin concentration (g/l) - on (B)(6) 2018: 346 g/l. Mean cell volume (fl) - on (B)(6) 2018: 89.2 fl. Mean platelet volume (fl) - on (B)(6) 2018: 10.2 fl. Platelet count (10e3/mm3) - on (B)(6) 2018: 219 10e3/mm3. Protein albumin ratio (g/l) - on (B)(6) 2018: 60 g/l. Red blood cell scan (10e6/mm3) - on (B)(6) 2018: 4.11 10e6/mm3. Red cell distribution width (%) - on (B)(6) 2018: 13.8 %. Spinal x-ray - on (B)(6) 2017: unremarkable (after essure removal). Ultrasound scan - on (B)(6) 2017: treating gynecologist performed additional examination due to alteration on mons pubis, ovarian cyst was found by ultrasound and treated with primolut nor.. Ultrasound scan vagina - on an unknown date: endometrium up to 22 mm, homogenous myometrium, both implants in tubal edges, no free fluid in douglas cave(cd).; on (B)(6) 2014: thin endometrium, both implants in situ, right implant somewhat deeper in cavum. Free cd..; on (B)(6) 2014: both implants in situ, right implant somewhat deeper in cavum, thin endometrium, left ovary follicle with diameter 25 mm, free cd. Diagnosis: state after essure, mtg with cerazette, irregular menstruations. Gynecologist's conclusion was that protection was reliable.; on (B)(6) 2017: uterus in avf, endometrium up to 5 mm, right and left ovary no special findings, free cd, cystic alteration not visible. In the left part of uterine fundus hyperechogen change visible (suspected essure remnants). Patient was presented with details of supracervical laparoscopic hysterectomy (slh) that she had discussed previously with her gynecologist.. White blood cell count (10e3/mm3) - on (B)(6) 2018: 13.4 10e3/mm3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: patient medical records received: medical history, patient data and lab tests updated. Events "device breakage" and "leukocytosis" added. On (B)(6) 2018: gynecologist causality comment was added: after careful review of the course of events, essure as the cause of patients problems is only one of the possible options, and not the most important one. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("pain in lower back ("it feels like everything is moving in my lower back")") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device breakage "essure breakage diagnosed during first removal surgery" (seriousness criteria medically significant and intervention required) on (B)(6) 2017. The patient's medical history included metrorrhagia, follicular cyst of ovary, adenomyosis uteri and parity 2. According to gynecologist: essure procedure was successful; she was finished in 10 minutes, procedure was not painful and she was immediately back on her feet. Previously administered products included for an unreported indication: mirena from 2009 to 2014. Concurrent conditions included varicose vein and adenomyosis uteri. Concomitant products included desogestrel (cerazette) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menstruation irregular ("irregular menstruation cycle"). On (B)(6) 2017, the patient experienced complication of device removal ("left essure diagnosed as broken during first removal attempt, remnant removed during second surgery"). On (B)(6) 2017, the patient experienced leukocytosis ("unexplained mild leukocytosis"). The patient was treated with surgery (essure were surgically removed on (B)(6) 2017 and on (B)(6) 2018 and laparoscopic hysterectomy on (B)(6) 2018 to remove remnant). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and menstruation irregular had not resolved and the complication of device removal and leukocytosis outcome was unknown. The reporter provided no causality assessment for leukocytosis with essure. The reporter considered back pain, complication of device removal and menstruation irregular to be related to essure. The reporter commented: she could not get confirmation that the whole implant is now removed and no one can confirm or deny that her health problems were caused by essure. Irregular menstruation cycle could be caused by her premenopause age and pain in lower back could be just a back pain. Report received via slovene lay newspaper/internet medial portal published article for essure slovenia. Medical records: on (B)(6) 2014 both implants were in situ and patient was prescribed cerazette. Back pain did not improve after essure removal. Event started soon after essure insertion. On (B)(6) 2017 (after essure removal) x-ray of spine showed no specialities; patient has unexplained mild leukocytosis, to efficiently remove the implant, it was agreed to perform slh removal with sack morcellation. Uterine morcellation in endo sack (and surgery and enucleation of left ovarian cyst) on (B)(6) 2018. Course of surgery was typical and without complications. Gynecologist causality comment (in follow up of (B)(6) 2018): after careful review of the course of events, essure as the cause of patients problems is only one of the possible options, and not the most important one. Essure removal dates: (B)(6) 2017 and on (B)(6) 2018. On (B)(6) 2017 complete right essure and part of left essure were removed hysteroscopically. At same time laparoscopic removal of additional part of left essure (bilateral tubectomy was done). On (B)(6) 2018 part of remaining essure was removed together with uterus (laparoscopic supracervical hysterectomy). Primary reason for removal: adverse events: irregular bleedings and pain. Events started after essure insertion. No follow-up available after essure removal. Essure removal performed secondary to ther gynecological surgery: hysterectomy for adenomyosis and abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Blood albumin (g/l) - on (B)(6) 2018: 36 g/l. Blood calcium (mmol/l) - on (B)(6) 2018: 2.19 mmol/l. Blood chloride (mmol/l) - on (B)(6) 2018: 103 mmol/l. Blood creatinine (mcmol/l) - on (B)(6) 2018: 44 mcmol/l. Blood glucose (mmol/l) - on (B)(6) 2018: 4.8 mmol/l. Blood magnesium (mmol/l) - on (B)(6) 2018: 0.92 mmol/l. Blood phosphorus (mmol/l) - on (B)(6) 2018: 1.17 mmol/l. Blood potassium (mmol/l) - on (B)(6) 2018: 4.0 mmol/l. Blood sodium (mmol/l) - on (B)(6) 2018: 136 mmol/l. Blood urea (mmol/l) - on (B)(6) 2018: 2.6 mmol/l. C-reactive protein (mg/l) - on (B)(6) 2018: 5 mg/l. Glomerular filtration rate (ml/min) - on (B)(6) 2018: >90 ml/min. Gynaecological examination - on an unknown date: vulva and vagina no special findings, smooth portion, from cervical channel mild dark bleeding, uterine n avf position, movable and insensitive.; on (B)(6) 2014: check-up after essure procedure; after procedure patient was taking cerazette, was bleeding heavily, cerazette discontinued, since then there had been no bleeding.; on (B)(6) 2017: after essure removal surgery both essure removed hysteroscopically (right completely, left essure with pet fibers and last end of spiral), then on the same day laparoscopic bilateral tubectomy. Gynecological status: external genitalia, vagina no special findings, smooth portion without discharge, uterus in avf, movable, painless, no specialties regarding adnexa.; on (B)(6) 2018: control check-up after slh and enucleation of left ovarian cyst. Haematocrit - on (B)(6) 2018: 0.366. Haemoglobin (g/l) - on (B)(6) 2018: 130 g/l. Histology - on (B)(6) 2018: hystologic result of tubectomy: normal fallopian tubes; on (B)(6) 2018: extensive uterine adenomiosis , endometrium without signs of atypia of hyperplasia, spiral remnant, follicular ovarian cyst without difficulties. Laparoscopic: wounds are healed. Pelvic floor muscles can be contracted well.. Mean cell haemoglobin (pg) - on (B)(6) 2018: 31.6 pg. Mean cell haemoglobin concentration (g/l) - on (B)(6) 2018: 346 g/l. Mean cell volume (fl) - on (B)(6) 2018: 89.2 fl. Mean platelet volume (fl) - on (B)(6) 2018: 10.2 fl. Platelet count (10e3/mm3) - on (B)(6) 2018: 219 10e3/mm3. Protein albumin ratio (g/l) - on (B)(6) 2018: 60 g/l. Red blood cell scan (10e6/mm3) - on (B)(6) 2018: 4.11 10e6/mm3. Red cell distribution width (%) - on (B)(6) 2018: 13.8 %. Spinal x-ray - on (B)(6) -2017: unremarkable (after essure removal). Ultrasound scan - on (B)(6) 2017: treating gynecologist performed additional examination due to alteration on mons pubis, ovarian cyst was found by ultrasound and treated with primolut nor. Ultrasound scan vagina - on an unknown date: endometrium up to 22 mm, homogenous myometrium, both implants in tubal edges, no free fluid in douglas cave(cd).; on (B)(6) 2014: thin endometrium, both implants in situ, right implant somewhat deeper in cavum. Free cd..; on (B)(6) 2014: both implants in situ, right implant somewhat deeper in cavum, thin endometrium, left ovary follicle with diameter 25 mm, free cd. Diagnosis: state after essure, mtg with cerazette, irregular menstruations. Gynecologist's conclusion was that protection was reliable.; on (B)(6) 2017: uterus in avf, endometrium up to 5 mm, right and left ovary no special findings, free cd, cystic alteration not visible. In the left part of uterine fundus hyperechogen change visible (suspected essure remnants). Patient was presented with details of supracervical laparoscopic hysterectomy (slh) that she had discussed previously with her gynecologist.. White blood cell count (10e3/mm3) - on (B)(6) 2018: 13.4 10e3/mm3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2019: device removal questionnaire provided. Medical history updated. Reporter's comment updated with surgery details. Reporter causality was unclear, however surgeries were performed due to adverse events. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of back pain ("pain in lower back ("it feels like everything is moving in my lower back")") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: according to gynecologist: essure procedure was successful; she was finished in 10 minutes, procedure was not painful and she was immediately back on her feet. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstruation cycle"). The patient was treated with surgery (two attempts to remove essure). Essure was removed. At the time of the report, the back pain and menstruation irregular had not resolved. The reporter provided no causality assessment for back pain and menstruation irregular with essure. The reporter commented: she could not get confirmation that the whole implant is now removed and no one can confirm or deny that her health problems were caused by essure. Irregular menstruation cycle could be caused by her premenopause age and pain in lower back could be just a back pain. Report received via slovene lay newspaper/internet medial portal published article for essure slovenia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.